Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
A pcu with a large volume pump and a syringe pump was connected to 240v main voltage and turned off. The report suggests that smoke was observed along with burning smell from the lvp connection area. The report suggests that the device was not in use on a patient at the time of the event.

Manufacturer narrative:
The customer¿s report of a burning smell was confirmed. On receipt of the system a strong acrid odor was observed. The pcu exhibited electrical overstress damage to the left iui connector and a melting of the rear case assembly in an area above the iui connector. The lvp exhibited electrical overstress damage to the right iui connector, this connector being the mating connector to the pcu. The lvp also exhibited evidence of dried fluid residue. Analysis including a disassembly of the pcu confirmed that the cause of the burning smell was isolated to the areas detailed above with fluid spillage/contamination across pins 1 & 2 of the iui connecter. The root cause of the electrical damage was fluid ingress contamination across the iui connector pins.

Manufacturer narrative:
Upon further evaluation by persons who are qualified to make a medical judgment, it was determined that the customer¿s report does not represent a serious injury event. This follow-up report is submitted is to correct the previously submitted MDR.

Event description:
A pcu with a large volume pump and a syringe pump was connected to 240v main voltage and turned off. The report suggests that smoke was observed along with burning smell from the lvp connection area.